Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacer dependent patient presented remotely through merlin.net transmission, noise was observed on both right atrial and right ventricular leads. Emi was suspected. Patient was called in clinic and programming changes were made. Patient was stable. Related manufacturer reference number: 2938836-2019-05396.